Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection sleeve of a 6-7f mynx control vascular closure device (vcd) was observed during entering into the sheath. There was no reported patient injury. The device was stored and prepped per instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with no syringe returned for this evaluation. The sealant was present in the manufactured position and was noted to be partially exposed. The sealant sleeves exhibited a frayed/split/torn condition. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was returned in a deflated state, and the core wire was present. The atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt was made to measure the slit length; however, the analysis could not be completed due to the condition of the sealant sleeves, which prevented accurate measurement. Additionally, in response to the observed mynx control system ¿ deployment difficulty ¿ premature condition, the catheter working length was evaluated and found to be within specifications. An insertion and withdrawal functional evaluation was attempted; however, the test could not be completed because the sealant sleeves condition impeded insertion of the appropriate csi size. Additionally, in response to the observed mynx control system ¿ deployment difficulty ¿ premature condition, a simulated deployment test was successfully performed. The device functioned as intended, achieving proper sealant deployment and balloon retraction, with no anomalies observed during the evaluation. The reported event of ¿sealant sleeves (cartridge assembly)- frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted on the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the limited information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection sleeve of a 6-7f mynx control vascular closure device (vcd) was observed during entering into the sheath. There was no reported patient injury. The device was stored and prepped per instructions for use (IFU). The user is trained to the device. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed.